Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed. The instructions for use states the following regarding access site bleeding: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 82yo male on impella cp for mechanical circulatory support. The patient had developed a hematoma that required surgical intervention for the limb. The hemoglobin dropped. Blood products and platelets (ffp) were given. Vascular surgery was consulted for the hematoma and a suture was placed around the impella sheath. The support continued and team discussed a possible escalation to a 5.5 pump. The patient expired on support.

Manufacturer narrative:
The root cause of the access site bleeding issue was most likely use related, forward tension sutures placed and site dressed with angle matching gauze as per the clinical description.